Manufacturer narrative:
Sample information not provided. Per customer: no system issues or errors have been noted. Controls have been within the acceptable ranges. Service was not requested as this event appears to be a reagent issue. A new rf reagent lot (lot# m007324) was sent to the customer and the results obtained are better. The root cause is still under investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous positive rheumatoid factor (rf) results on six patients generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the six physicians. The samples were repeated multiple times using the same rf reagent lot. The customer has not received any reports of patient consequences due to this event.